Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the patient ¿the hose keeps coming off and leaking¿. No further patient complications have been reported as a result of this event.

Event description:
On (B)(6) 2015, the patient was taken to surgery for re-exploration and reinforcement of the catheter tract secondary to a csf (cerebrospinal fluid) leak. As of the date of this report, the patient was doing good and had no issues. The device system was delivering gablofen.

Event description:
Additional information later received reported the csf leak was first discovered (B)(6) 2015. The patient experienced increased muscle spasms, neck and back pain, left abdominal swelling at pump site. The catheter dislodged/migrated and the location was noted at l4-5. A CT and x-ray were done. The csf leak led to the 2nd surgery for exploration and reinforcement of the catheter. Additional interventions/actions included reinforcement of catheter tract site and wound revision. On (B)(6) 2015, side port with contrast dye injected into the catheter with no evidence of pump/catheter malfunction. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (b)(6 2015, product type catheter. (B)(4).